Event description:
It was reported that the patient experiencing shortness of breath presented in hospital. Upon interrogation, the pulse generator exhibited back-up vvi operation. After device download, normal function resumed. The patient was fine post event.

Manufacturer narrative:
UDI (di): (B)(4).